Event description:
A report was received that the pt's ipg was replaced because monopolar electrocautery was used during a lead revision surgery. Bsn labeling warns against the use of monopolar electrocautery. After the procedure, the pt was reportedly doing well.

Manufacturer narrative:
The device involved in this complaint will not be returned to bsn for evaluation. A review of the manufacturing documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. This is the final report.